Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted the implantable cardioverter defibrillator exhibited an electrogram (egm) anomaly. The stored egm did not match the egm at the time of diagnosis. No intervention was performed. There were no patient consequences.